Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds and a loss of capture. The lead was tested in bipolar mode where the high pacing threshold was observed, while the loss of capture was observed in unipolar mode. The rv lead was explanted and replaced as a result. This rv lead is expected to be returned. No additional adverse patient effects were reported. This rv lead is no longer in service.